Manufacturer narrative:
The device was returned for evaluation, and it was sent for repair. The unit was subjected to full factory testing and found to be functioning properly prior to returning to the customer. All tests passed, and we were unable to confirm the complaint and root cause is undetermined. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "previously had a leep procedure where the machine wasn't cutting as well as it used to a few weeks ago so she upped her settings from 40/40 to 50/50. This time, the machine stopped working mid cut. You could hear her cutting the tissue, the machine stopped abruptly while she was still pressing the button on the hand controller and then it started up again."